Manufacturer narrative:
The reported issue was confirmed. The root cause identified as a mixing pump failure. Confirmed the device had alarmed. Guided to event log and confirmed alert 113 (reduced wt control). System hours were 3720, pump hours were 324, chiller temperature (t4) was 3.9c, mixing pump command (mpc) was 100 percentage and would send this device to biomed and obtain a new device. Per additional information received via task on 09feb2026, biomed who confirmed a faulty mixing pump would be replaced onsite. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as this is not an out-of-box failure. No additional actions are needed. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated the device has been running therapy for a full hour, but the water temperature was not dropping in an arctic sun device. Confirmed the device had alarmed. Guided to event log and confirmed alert 113 (reduced wt control). System hours were 3720, pump hours were 324, chiller temperature (t4) was 3.9c, mixing pump command (mpc) was 100 percentage and would send this device to biomed and obtain a new device. Per additional information received via task on 09feb2026, biomed who confirmed a faulty mixing pump would be replaced onsite.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated the device has been running therapy for a full hour, but the water temperature was not dropping in an arctic sun device. Confirmed the device had alarmed. Guided to event log and confirmed alert 113 (reduced wt control). System hours were 3720, pump hours were 324, chiller temperature (t4) was 3.9c, mixing pump command (mpc) was 100 percentage and would send this device to biomed and obtain a new device. Per additional information received via task on 09feb2026, biomed who confirmed a faulty mixing pump would be replaced onsite.